Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depicted two loose 5ml syringes. Both syringes appeared to have single uneven cracks between approximately 1ml and 4ml markings, slightly overlapping the printed scale. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using syringe bd¿ 5 ml bulk pack ll tip w/o safety the barrel was cracked. This occurred on 2 separate occasions, however, there was no report of user/patient impact. The following information was provided by the initial reporter, translated from french to english: observation of a crack in the body of 2 syringes used for cytotoxic preparation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using syringe bd¿ 5 ml bulk pack ll tip w/o safety the barrel was cracked. This occurred on 2 separate occasions, however, there was no report of user/patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: observation of a crack in the body of 2 syringes used for cytotoxic preparation